Event description:
It was reported that device detachment occurred. The opticross hd imaging catheter was selected for intravascular ultrasound. During the procedure, while the device was outside the patient, the catheter broke. The procedure was not completed due to this event. There were no patient complications reported and the patient status was stable.

Event description:
It was reported that device detachment occurred. The opticross hd imaging catheter was selected for intravascular ultrasound. During the procedure, while the device was outside the patient, the catheter broke. The procedure was not completed due to this event. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Media review of a picture provided by the client showed the imaging window was detached near the lapjoint section.

Manufacturer narrative:
Media review of a picture provided by the client showed the imaging window was detached near the lapjoint section. The device was returned for analysis. Visual inspection revealed a kink at the sheath assembly. Visual and microscopic inspection revealed no detachment. Since the picture provided by the client showed a detachment, the picture is considered not applicable to this complaint.

Event description:
It was reported that device detachment occurred. The opticross hd imaging catheter was selected for intravascular ultrasound. During the procedure, while the device was outside the patient, the catheter broke. The procedure was not completed due to this event. There were no patient complications reported and the patient status was stable.